Event description:
During the procedure, restrictor no. 3 and no. 4 were found unsuitable, requiring the surgeon to create a bone plug due to the absence of a restrictor gauge for correct sizing. Additionally, improper identification of instruments in the sterilization department delayed the surgery by approximately 30 minutes. Subsequently, the patient required a second surgical procedure due to a joint dislocation, and replacement items were provided. The technical assistant organized and cleaned the instruments for reprocessing, but one container holding the insert extractor and trial components was discovered unsterilized upon opening.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.